Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis. The information also indicated that as a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. With the limited information provided and no post implant imaging available for review the reported events could not be confirmed or further clarified, nor is it possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The information provided indicated that the filter malfunctioned, including, but not limited to, tilt. The patient is also reported to have experienced blood clots, clotting and thrombosis/embolism, as well as post-implant pain, emotional distress, mental anguish, anxiety and stress. The indication for the filter implant was bilateral deep vein thrombosis extending to the common femoral veins. Prior to the filter implant the patient presented to the emergency room with fever and complaints of shortness of breath for many days. The filter was placed via the right internal jugular vein and deployed in the infrarenal vena cava without complications. The patient reportedly tolerated the procedure well. Approximately six years and six months post implant an examination revealed that the patient had blood clots, clotting and thrombosis/embolism. The patient also experienced occlusion of the ivc. A consultation nine years and three months after the index procedure revealed that the filter was unable to be retrieved. There was no attempt to remove the device. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Without procedural films or images available for review the reported tilt and retrieval difficulty could not be confirmed or further clarified. The information indicated that the patient experienced post-implant pain, the location of the pain has not been reported, it is unknown if it is at the access site or within the vena cava region and thus a determination cannot be made. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of bilateral deep vein thrombosis extending to the common femoral vein, fever, shortness of breath and thigh pain. The filter was deployed near the l2 level via the right internal jugular vein. The patient tolerated the procedure well. According to the patient profile form (ppf), six years and six months after the index procedure an examination revealed that the patient had blood clots, clotting and thrombosis/embolism. The patient also experienced occlusion of the ivc. An examination nine years and three months after the index procedure revealed that the filter was unable to be retrieved. There was no attempt to remove the device. The patient also experienced post-operative pain, emotional distress, mental anguish, anxiety and stress. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.